Event description:
Audible alarm on ge dash 4000 physiological monitor did not sound when patient experienced critical cardiac rhythm. Nursing staff were in the room at the time of the occurrence and looked up and saw the critical rhythm on the monitor screen but no audible alarm was sounded. Equipment was sequestered and ge notified. Ge will send technician to inspect monitor. No patient harm as the result of nursing staff being in the room at the time of the critical cardiac rhythm. This is the second time reporting an incident with this type of monitor to medwatch.